Event description:
Upon removal of #10 jackson pratt drain, placed during surgery (small bowel resection, repair of bladder cystotomy) in the pelvis, the drain allegedly broke and a piece was retained in the pt. Pt required return to o.r. For removal of retained piece.